Manufacturer narrative:
The customer was contacted for return of the device. The customer has responded and indicated that the product will not be returned for evaluation.

Event description:
Complainant alleged that while attempting to treat a 76-year-old male patient, after removing the electrode pads, burns were found on the patient's skin. Complainant indicate that the patient sustained 2nd degree burns. Silvadene 1 percent cream was applied to patient.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.